Manufacturer narrative:
Other, other text: additional information is provided in d.10., h.2., h.3., and h.6. Visual evaluation did not find and damage to the device. Functional testing was unable to duplicate the primary audible alarm post error at power up. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump is alarming primary audible alarm with 1.6.5 firmware. Both post and background test alarms are being generated. No patient injury reported.